Event description:
It was reported that, "the outer box had a slight puncture in it. The puncture couldn't be seen until the packaging was removed and the inside sterile package was obviously damaged."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.